Event description:
This follow-up report is being submitted to correct the previous report and to include the device evaluation results. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information regarding the foam recall. There was no harm or injury reported. The dreamstation auto CPAP device was returned to a third-party service center for service. There was no allegation of device malfunction. The device was evaluated and found to have a scratched lcd screen, a missing modem flip door, damaged buttons on the upper enclosure, and debris on the lcd screen. No foam degradation was found. The device was corrected.

Manufacturer narrative:
This follow-up report is being submitted to correct the previous report and to include the device evaluation results. The dreamstation auto CPAP device was returned to a third-party service center for service. There was no allegation of device malfunction. The device was evaluated and found to have a scratched lcd screen, a missing modem flip door, damaged buttons on the upper enclosure, and debris on the lcd screen. No foam degradation was found. The device was corrected.

Event description:
The customer reported the device was not functioning properly in relation to the sound abatement foam (uno) recall. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information regarding the foam recall. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.